Event description:
It was reported that during implant attempt, over ten atrial positions were attempted. However, due to poor numbers and the lead dislodging, the lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).